Event description:
A distributor called in to report a hole in an endotracheal tube.

Manufacturer narrative:
Based on the available information, this issue is deemed a reportable malfunction. Recurrence of this malfunction, hole in the tube would likely lead/contribute to a serious adverse event. Should this problem be discovered in use, the patient's ventilation may be compromised and this may necessitate the removal and reinsertion of another device. No additional patient/event details have been provided to date. Should additional information becomes available, a follow up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.